Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed an ¿unable to proceed, please see alerts prior to proceeding¿ message during the rewind process despite multiple restarts and alert dismissals, with no cartridge inserted, and subsequently presented alert 39 indicating an insulin shaft encoder failure; the user continued therapy on a prior ilet. Symptoms included no changes in blood glucose levels and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included review of device alerts, user troubleshooting steps, and arrangement for device return logistics. Investigation of this case revealed a malfunction consistent with an insulin drive mechanism encoder failure preventing rewind, indicative of a device mechanical or sensor fault within the insulin delivery subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin shaft encoder failure.